Manufacturer narrative:
(B)(4). Facility medwatch event: enseal device failed to close properly during surgery. It started off working well and then stopped. Failure occurred while in patient.

Manufacturer narrative:
(B)(4). Batch # n90c4k. Maude report: mw5065247. Per maude event report: during an unknown procedure; the device failed to close properly during surgery. It started off working well and then stopped; the failure occurred while in the patient. It is not known how the procedure was completed. No adverse patient consequences were reported. Device is available for return. Another device was opened and the procedure was completed. There was not any harm to the patient. The device was received with the I-blade lower tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the device failed to close on tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.